Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining alleged inaccurate high blood glucose results of ¿200, 270, 130, 190 and 250 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is unknown how the patient manages his diabetes, or if any action was taken in response to the alleged issue. The patient reported that on (B)(6) 2016, during the night, in response to the alleged meter issue, he developed symptoms of ¿unconsciousness and convulsing¿. He reported attending the emergency room at night on (B)(6) 2016 and in response to the alleged symptoms, he was treated with ¿IV glucose and fluids. The patient stated that his blood glucose level was tested on the emergency room meter, on (B)(6) 2016, at 11.00 am and a result of ¿58 mg/dl¿ was obtained. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue.